Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (leg) while wearing the device. The patient was taken to the emergency room and the doctor removed pus out of the site and prescribed antibiotics to take for 7 days use 3 times a day, the patient did not recall the name of the antibiotics.